Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead was exhibiting noise and decrease in pacing impedances less than 200 ohms. It was stated that the system had declared a lead safety switch (lss). The patient has a sinus rate around 70 beats per minute and have not seen a decrease in pacing. The patient did have a couple syncopal episodes; however, they are not believe to be related to the atrial lead and the patient is undergoing further studies to determine the root cause. The noise on the atrial electrogram do not correlate to the time when the patient has experienced syncope. At this time, the physician plans to monitor the ra lead.

Event description:
Additional information was received that this patient underwent a ra lead revision procedure. The lead has had high thresholds and lead impedances around 200 ohm in the biopolar configuration and trending down along with noise and oversensing. The patient had a positive tilt table test and was going to need atrial pacing therefore, the physician decided to replace the ra lead. The patient's rv lead was functioning normally as expected and no other changes were made to the system. No further complications have been reported. This product remains in-service.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no furtherinformation available. If additional information becomes available this report will be updated.